Manufacturer narrative:
A medtronic representative reported that while in a spinal fusion procedure, the first spin on the imaging system transferred normally, they attempted a second spin and there was an error message regarding navigation accuracy. A system reboot cleared the issue. After the reboot the ap/ lateral did not save images from the second spin that had errors. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. Onsite investigation of the case revealed that the x-ray hand-switch was broken and the mobile view station (mvs) umbilical cable was faulty. Replacement of the hand-switch and the umbilical cable resolved the issue. No further issues were reported. Analysis of the returned x-ray hand-switch confirmed it had sustained physical damage as several pieces were broken off. Analysis of the returned umbilical cable could not confirm any failure as it passed all tests and functioned as expected without problems. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the first spin on the imaging system transferred normally, they attempted a second spin and there was an error message regarding navigation accuracy. A system reboot cleared the issue. After the reboot the ap/ lateral did not save images from the second spin that had errors. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.